Manufacturer narrative:
Evaluation, method: visual inspection. Results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion device evaluation: a visual and a tactile inspection was carried out on the device returned: dry blood and contrast agent were found in the circuit, a kink on the shaft was detected at 26.9 cm from the luer and a twist on the balloon was noted at 65mm from the tip. The device was flushed and a 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test didn¿t pass, since bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: 1 bar: some wrinkles were noted on the balloon, in correspondence of the balloon twist detected; 2 bar: the balloon kept showing some wrinkles and a slightly change in profile; 4 bar: the balloon kept showing wrinkles and a pinhole was detected on the balloon, causing a leakage of water.

Manufacturer narrative:
(B)(4).

Event description:
A physician was attempting to use an in.pact pacific balloon catheter to treat a lesion in the sfa/popliteal. It was reported that the during balloon inflation, a twist was noted in the balloon. Another balloon was used to treat the lesion. There was no injury to patient or clinical sequelae reported for this event please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.